Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The fractured fixation helix was not returned. Furthermore, the conductor coil was found deformed 56.5 cm distal to the is-1 connector pin. The above-mentioned damages most likely occurred during the implantation procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that during the implanting procedure a reposition attempt was unsuccessful. The fixation screw has broken and was left in septum. A new lead was implanted.